Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor was corroded and that the keyboard resistance values were out of tolerance limits. The motor and the keyboard were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device and improper maintenance of the device are the root causes of the corrosion of the motor and the defective keyboard as identified during evaluation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/13/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor was corroded. There was no procedure involved. No additional information was provided.